Event description:
During a pci procedure, the maverick2 monorail balloon ruptured at 10 atms. The number of inflations and to what atms is unknown. The lesion being treated was a calcified and 90% stenotic lesion of the mid lad. No patient injuries or complications were reported. Patient status listed as "good."